Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she's not receiving effective therapy to the desired areas (date of event unknown). Additionally, the patient states she has other unrelated health issues. As a result, the patient's requesting a physician consult to discuss the next course of action and possibly surgical intervention to have the system removed.